Manufacturer narrative:
The device is available for evaluation; however, has not been received.

Event description:
The event involved a primary plum set, clave secondary port, clave y-site, secure lock, 103 inch which was stated in the report that 2 sets had filter vent leakage. The event was noted during infusion. An unknown chemo drug was involved in the event. There were no obvious defects noted on the product and no other defects noted. There was patient involvement but no patient harm. There was no delay in critical therapy. The products were stored in an air-conditioned room.